Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 pro max / 2.9.1 / ios_17.1.1.

Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code, but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.